Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. H6: no appropriate code available for gastric distention/ dilation.

Event description:
It was reported that that following a cryo-ablation procedure the patient experienced gastric dilation. The ablation procedure was completed, and the patient was discharged. However, at a later time the patient was admitted to the hospital for gastric dilation. The issue is considered ongoing and no further information about the patient's status was provided. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.